Event description:
Flames and smoke were noticed coming out of a wall mounted sharps container. User facility submitted FDA MDR report # (B)(4). User stated that cautery tips were cut per IFU and cover cap was reapplied, but was not completely "clicked" in place. Per facility incident report, 2 cauteries came in contact with gauze in the sharps container and ignited. No staff or patients were injured as a result of this incident. Product will not be returned.

Manufacturer narrative:
The device was not returned for investigation and we cannot determine a root cause for the event. The user facility reporter indicates that the device was prepared for disposal (cautery tip was cut and cap replaced) in accordance with the instructions for use. They indicate that the tips contacted gauze within the sharps container and ignited. With tips cut, the power circuit of the cautery is disrupted and the tip cannot heat up.